Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. The customer's blood glucose was 600 mg/dl. Elevated blood glucose was address with correction bolus via the pump. System check was performed with tandem technical support and no issues were identified. At the time of the report customers blood glucose improved to 221 mg/dl.